Event description:
Clinician complained of burns to multiple patients. No further information available regarding patient specific information or patient outcome. No identification of subject device.

Manufacturer narrative:
Physician was instructed on proper placement and re-use of electrodes as this can have the potential for burns if not properly maintained.